Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead was not implanted due to tissue caught in the helix. The physician attempted to reposition the lead several times, but the lead was eventually explanted and a new lead was implanted instead. The patient tolerated the procedure well and will be followed normally.